Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported via stelobot that a skin reaction (infection) occurred. The biosensor was inserted in the left arm on approximately (B)(6) 2025. The customer prepared the site according to the directions and used alcohol to cleanse the area. The customer experienced discomfort after biosensor insertion, and toward the second day approximately (B)(6) 2025, the area hurt and the biosensor failed and stopped working. On the second day symptoms at the site included redness, swelling, drainage (pus) and pain. At the time of the event, he was using an oura ring for self-monitoring which showed his temperature (unspecified) was slightly elevated. He took photos of the area and decided to see a healthcare provider (hcp). He was evaluated at urgent care and then sent to the emergency room for further assessment and treatment. The ER hcp diagnosed a localized infection on the left arm, and it was determined he did not have a blood stream infection. The hcp performed an (incision and drainage) I and d procedure at the site, and treatment included unspecified antibiotics which consisted of an IV antibiotic at the ER and an oral antibiotic prescription for seven days. He was discharged home the same day, and the area on the left arm continued to improve over the subsequent week. At the time of follow up contact with the customer on (B)(6) 2025, the site was still in healing phases but much improved, and he had only slight discomfort in the area. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional customer or event information is available.